Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, serial/lot#: (B)(6), h3: software analysis concluded that it was not a software issue. Complaint data investigation found the event was due to hardware issue (generator error) as per log review "generator interface status event: generator interface error. Generator not ok (error number=32), tube arc occurred (error number=512)". Software was functioning as designed. H6: b01, c19 and d14 apply to product ID: bi-500-01065, serial/lot#: (B)(6). This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that yesterday the system was not able to take 2d images. The site went to use the system today and the system was working as normal. There was no patient involvement reported. Additional information was received. A medtronic representative reported that the system was working as intended. System servicing was not required. Additional information was received. No troubleshooting was needed as they were able to simply use the system the next day without issue.